Event description:
The failure investigation engineer reported that during review of the diagnostic report, an error was found that indicates a primary alarm test failed occurrence. The failure investigation engineer reported there was no patient involvement.